Event description:
Information received from the (B)(6) clinical database. Treatment of a left ruptured ica (internal carotid artery) sidewall aneurysm measuring 15.5mm x 3.9mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011. She experienced one episode of right hand numbness with tingling after stopping aspirin and had floaters with lights in her vision approximately six months after the procedure. It was reported that the right hand numbness with tingling resolved on the same onset day and the floaters with lights resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).